Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-0048. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of intraprocedural aneurysm rupture during pipeline flex implantation. Patient presented with a blister aneurysm on the opposite wall of the posterior communicating artery of the right ica. Vessel tortuosity was described as moderate. The landing zone artery size was 3.24mm distal and 3.88mm proximal. It was noted that the physician had been trained to pre-deploy the ptfe protective sleeves on the back table prior to deployment and used this method during this procedure. It was reported that during the procedure, a pipeline flex device was attempted to be placed. The device was "lazy" to open on the distal end. A catheter was attempted to be navigated over the wire, but resistance was experienced. The catheter was pulled back. An image was taken, which showed an issue -- either a pipeline flex twist, clot, or ruptured aneurysm. A balloon was advanced and passed without issue; the physician eliminated the possibility of pipeline flex twist. Ultimately, two additional flow diversion devices were placed.